Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that out of range impedance readings were observed at the patient¿s implantable neurostimulator (ins) replacement procedure on (B)(6) 2018. The rep stated that the device was programmed with the non-affected electrodes, and the patient has been using those settings since implant. The patient indicated moderate efficacy. The rep then noted that impedances were ran at the patient¿s post-op visit on (B)(6) 2019, and readings were over 10,000 ohms. No contributing factors were known, and no further troubleshooting has been performed at this time. The issue remains unresolved. No further complications were reported or anticipated. Indication for use is unknown. On 02/13/2019 (rep): no additional information received.